Event description:
A customer contacted beckman coulter inc., (bci) regarding a false high creatinine result generated by the au2700 clinical chemistry analyzer for one patient. The high result was reported out of the lab and was questioned by the physician. The lab re-tested the original specimen and obtained a lower result. Patient treatment was not affected in connection to this event.

Manufacturer narrative:
Calibration and qc was within specifications before the event. A field service engineer (fse) was dispatched: the fse verified the instrument and found no abnormalities. No root cause has been determined for the incorrect result.